Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.